Event description:
It was reported that during a cystolitholapaxy and prostate enucleation procedure, while taking it out of patient through the scope it had sparks when it was in surgeon's hand. There were no patient complications.